Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and ever sense e3 user guide mentions about it under "risks and side effects". For this incident, the patient had the sensor from 4 years ago and the removal was never attempted before. When the patient finally decided to have it removed, they visited the hcp who could not locate the sensor. The hcp is not sure whether to utilize x-ray or MRI to localize the sensor for next attempt. Multiple follow up attempts were made to gather additional information, however the patient remained unresponsive. No asset details were provided as well. No additional information was available. As a result, no further actions were possible for this complaint.

Event description:
Senseonics was made aware of an incident where the sensor could not be removed because of unable to locate. The event happened on (B)(6) 2025. No further information was provided by the customer due to lack of response.